Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with an edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to central aortic regurgitation and paravalvular leak (pvl). No additional information was provided.

Manufacturer narrative:
This event was found to be a duplicate of MDR # 2015691-2018-00627. Please refer to 2015691-2018-00627 for complete report.